Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine 200.0 mcg/ml; 84.62 mcg/day bupivacaine 30.0 mg/ml; 12.694 mg/day dilaudid (unknown concentration and dose) morphine 30.0 mg/ml; 12.694 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient was high and low pitch deaf. The patient was told their pump was alarming a single tone beep. The patient was not sure if it started a single tone or two tone. The patient was told it was a 3-tone alarm. The alarm had been going off every 6-7 minutes and was a critical alarm. The patient missed a scheduled refill.when the pump is refilled about 2 cc of medication is removed. The refill date on the session data report shows a low reservoir alarm was programmed for (B)(6) 2017 but the refill was scheduled for (B)(6) 2017. The patient experienced a gradual change in therapy noted as a return of spasticity on (B)(6) 2017. The patient¿s ¿body stretches and does not stop¿. The patient was going through withdrawals. The patient had called the doctor and they had not responded. The patient was to follow up with the healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that upon telemetry, the pump was deemed empty. The patient called on (B)(6) 2017 notifying that the pump was alarming and was seen that day for a refill. The cause of the missed refill was that the patient was inadvertently given a wrong date for the pump refill after her (B)(6) 2017 pump refill appointment. The missed refill and withdrawal and spasticity were resolved as the patient was in again on (B)(6) 2017.